Event description:
An anonymous reporter who is not a patient or a device user filed a voluntary medwatch report#: mw5176967. The anonymous reporter expressed their personal opinion and misused the maude database as no patient death, serious injury or device malfunction was reported. (E.g. "I am concerned that people are being mislead and will attempt to use the anti choking device as a first measure, potentially putting the victim at further risk"). These false and unsupported allegations do not constitute a reportable event under 21 cfr part 803. The submission of report mw5176967 is inappropriate and inconsistent with the purpose of the maude database. The submitter has misused FDA's system that is critical for surveilling the safety of medical devices in distribution.